Event description:
It was reported that a patient presented with discomfort noted. Examination noted high capture thresholds and extra cardiac stimulation. An additional inappropriate pacing sensation was also noted during normal pacing. The lead was explanted and replaced on (B)(6) 2026. No adverse patient consequences were reported.